Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had saline damage and communication error codes 139 in error logs. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue found residual saline damaged parts and communication error codes. To fix the issue, the fse replaced all contaminated parts including the power management board, video generator, coiled cable, backplane to coiled cable, and the touch screen assembly. Pm was performed during the same service visit. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).